Event description:
Two days post-implant procedure, the patient presented to the physician with a hematoma under the tongue and on the floor of the mouth causing airway obstruction. Physician intubated the patient, transferred the patient to another hospital, and observed patient in ICU for 36 hours. Swelling resolved without surgical intervention and patient was extubated and released.